Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, specifically, excessive force, and/or incorrect surgical technique. The complaint allegation was confirmed based on the evaluation of the customer provided image, which showed the drill pin detached from the hub at the weld.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-4009s, osteochondral flap repair single shot instruments, the drill bit broke within drill sleeve. This was detected during an unspecified procedure on (B)(6) 2025 when drilling for 3rd dart. Everything was kept in line. On (B)(6) 2025 - the complaint initiator replied that this was detected during an ocd fixation procedure on (B)(6) 2025 when drilling for 3rd dart. The procedure was completed successfully as the broken drill bit was removed using the wire driver and a new drill bit was opened.